Event description:
The manufacturer's representative reported that the patient experienced overdose and then withdrawal. The patient had undergone pump replacement in a different state. The pump was filled with lioresal 2000 mcg/ml at a dose of 1324 mcg/day instead of the usual compounded 4000 mcg/ml the patient normally had. The patient was supplemented with oral baclofen and other medications as need while recovering from surgery. The drug was changed to 4000 mcg/ml concentration after her return home. It is believed that a bridge bolus was not performed. The patient experienced overdose symptoms of lethargy, confusion and flaccidity. The pump was stopped and the daily dose was lowered to 800 mcg/day. At that point, the patient experienced withdrawal symptoms of irritability, itching and discomfort. The dose was titrated up to 1325 mcg/day and remains there. The symptoms subsided as the dose was titrated up; however, she still has increased spasticity and is not as comfortable as prior to replacement. She has been prescribed oral baclofen which has helped. The hcp is trying to schedule a catheter dye study to assess the system.